Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: (B)(6). Details for gentamicin component of combination product: dmf# - 13704 trade name: (B)(4). Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune tka to treat osteoarthritis. The patella was resurfaced and depuy cement x2 was utilized. The procedure was completed without complications. Attune knee medical records received ad (B)(6) 2021. After review of the medical records the patient was revised to address loose tibial component of left tka resulting to pain. Operative note reported proliferative synovitic reactive tissue throughout the joint. Extensive synovectomy was performed removing the suprapatellar synovium, medial and lateral gutters synovial tissues and posterior tissues. Femoral and patellar was stable. Tibial tray was subsided and loose at the cement to implant interface. Femoral component and patella were not revised, no indication of deficiency. Insert was revised without deficiency indicated. The procedure was completed without complications. Doi: (B)(6) 2016: dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous device history record (DHR) review was conducted on legacy complaint (B)(4). By the manufacture site. The DHR review revealed no non-conformances on this lot number. Final micro and sterility tests passed.